Manufacturer narrative:
(B)(4).

Event description:
The programmer was returned for service.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the programmer was opening, but when the rf (radio frequency) head connection was made, programmer would close after a while. The programmer is expected to be returned. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; telemetry connection checked and no anomalies found. Analysis found the ECG (electrocardiogram) connector, the lower hinges (left and right), and the keyboard were damaged. The cable bay latch and the bullet assembly (left and right) were broken. It was noted the cooling fan was noisy and the stylus was missing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.